Event description:
It was reported that the user experienced persistent high blood glucose readings while using the ilet with a dexcom g7, including a glucometer value of 449 mg/dl and high cgm alerts, with no clear root cause identified after troubleshooting; the user reported not announcing meals and recent changes in health and medications, and the infusion set was changed with guidance to address potential site or scar tissue issues. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.